Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. Customer had some motor error alarms in the alarm history. Customer's blood glucose levels were normal and did not require medical treatment. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The motor error alarm occurred during rewind due to corroded motor home switch. No further tests could be performed due to motor error alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.